Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to peeling or delamination include, but are not limited to, material properties, manipulation against resistance, interaction with accessory devices, and/or interaction with challenging anatomy which likely led to the reported guide wire becoming entrapped within the balloon catheter. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the popliteal artery. During use of the command es guide wire in the anatomy, the coating stripped off, causing the guide wire to become entrapped within the balloon catheter. The guide wire and balloon catheter were then removed together. A new guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.